Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcb's in the workstation and the plugs on the power supply were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system power cut off. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.